Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the external iliac artery using ruby coils. During the procedure, the physician successfully placed multiple ruby coils in the target vessel using a lantern delivery microcatheter (lantern). After placing a new ruby coil in the vessel, the physician was not satisfied with the coil position and decided to withdraw it. However, while re-sheathing the ruby coil, it unintentionally detached with half of the coil inside the microcatheter and half out the proximal end of the microcatheter. Therefore, the physician was able to successfully remove the ruby coil by pulling out the remaining coil out of the microcatheter. The procedure was completed using new ruby coils with the same microcatheter. There was no report of an adverse effect to the patient.